Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 450 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer mentioned that they had issues with the insulin pump not working. The customer sent their insulin pump back for analysis.